Event description:
It was reported that tandem charging supplies began burning and melting during use. There was no reported impact to the customer¿s blood glucose level. Customer technical support arranged a return and replacement of the affected tandem charging supplies, and no additional information was received regarding the outcome of the event.